Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2503058, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure, including verification the stoppers are complete and not deformed, no issues were identified. Retained samples of the reported lot were used for additional evaluation. All stoppers were inspected and no damage or other defects were observed on any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera systema is used to verify the stoppers are properly assembled, no issues related to the reported incident were found. Based on the available information and without a sample or photo to review, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during preparation of a chemotherapy bag, deformation of the seal. Consequence(s) of the incident: use of a second device.